Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl due to an unknown cause. Bg level was addressed by delivering a correction bolus via the pump. Tandem technical support recommended the customer speak to their healthcare provider in regards to diabetes management.